Event description:
The reporter stated the surgeon inserted a cc4204bf collamer plate lens but the lens tore. The lens was cut in half to remove. There was no patient injury. The reporter stated it was unknown as to why the lens tore.